Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The fault circuit breaker was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system had a defective fault circuit breaker. No pt injury was reported.